Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, broken battery tube threads, cracked reservoir tube, reservoir tube lip, and severely scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the battery compartment was broken. Customer's blood glucose was unknown. No further information reported.